Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Only broken jaw piece was returned. Jaw piece was broken between the jaw fulcrum and cable attachment point. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. Another possibility is when the device is activated with too much force to the jaws and is used in a twisting motion resulting in breakage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a coelio surgery, the patient was operated again by laparotomy and a piece of clamp was found during the exploration of the abdomen, but not the cause of the second operation.